Event description:
On (B)(6) 2009, the pt reported that there is a black splotch on the display of his infusion device. He first noticed this on (B)(6) 2009. He stated that the splotch is not visible while the infusion device is in the run mode and only appears when in the "standard bolus" screen near "u/h." The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.